Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to patient injury. Device issue: stent dislodgement. It was reported that after unpacking the stent delivery system (sds) the stent was missing from the balloon and not found in the package. The sds was not used. No additional event or patient information is available. This is being reported based on the analysis of the returned device which revealed crimp marks on the balloon, indicating that the stent was originally crimped on the balloon and may have dislodged during unpacking.

Manufacturer narrative:
Results - product performance engineering could not determine a conclusive root cause for the stent dislodgement. Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was returned without any blood or contrast visible. The stent implant was not returned. The balloon was tightly folded. There were crimp marks on the balloon between the markers. There was a kink in the inner and out member, 5.5 cm proximal to the proximal balloon seal. There was no other damage noted to the sds. The protective sheath was not returned. Product performance engineering reviewed the incident information and results of he returned device analysis. The analysis of the returned sds without the stent implant, and without blood or contrast visible on/in the sds confirmed the reported complaint of missing stent prior to use. However, the presence of crimp marks on the tightly folded balloon indicates that the stent was at least crimped onto the balloon at the time of manufacturing. This suggests that the anomaly is stent dislodgement instead of missing stent as reported. Factors that can affect stent dislodgement outside the body include, but are not limited to, positive pressure during prep, negative pressure during sheath removal, forced sheath removal, or improper or inadequate crimping at the time of manufacture. Based on the incident information and results of the analysis of the returned sds, without the stent or the protective sheath which may have assisted in the investigation, a conclusive root cause for the stent dislodgement cannot be determined, but there is no indication or a quality issue. Product performance engineering will continue to monitor the incident circumstances. A kink in the inner and outer member proximal to the proximal balloon seal was noted during analysis. This was not reported in the incident and may have occurred during the packing of the device for shipment back to abbott vascular for evaluation. This damage does not appear to be related to or to have contributed to the stent dislodgement. All stent delivery systems are 100% visually inspected online for stent damage, stent placement/security and dimensionally inspected to verify the crimped stent outer diameters. Additionally, a sampling of units is subjected to a stent movement test to verify stent security. This MDR is considered closed by the product performance group.